Manufacturer narrative:
Analysis verified the complaint reported in the field. The unstable sensing coil resistance was caused by fatigue fracture of the outer coil in the coaxial portion of the hv is-1 leg. The outer insulation in the same area showed that the ptfe tubing had been folded.

Event description:
It was reported that the patient received inappropriate shocks due to oversensed myopotentials. Insulation damage was discovered after the lead was explanted.